Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was difficult to interrogate this device. Upon plugging the programmer into a separate outlet it was possible to interrogate the device. It was noted that this device had triggered normal end of life (eol). A revision took place due to loss of capture on the right ventricular (rv) lead and the device was explanted at the same time. The rv lead was surgically abandoned. The device will not be returned. No additional adverse patient effects were reported. The right atrial (ra) lead was also surgically abandoned as the lead showed lead body damage.